Event description:
Pt had a total left hip replacement in 2007, and was discharged to home four days later. A fall at home three days later, resulted in a fracture of the left hip and a return to the operating room for a revision of the left total hip. Uneventful recovery. Three months later, he developed sweats and chills, hip area was aspirated and infection confirmed. In the same month, surgical removal of the left hip implants occurred.